Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), liver disease/toxicity and lung disease. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
A) in the previous report the reporter country was updated as "france" which is now updated/corrected to "united states" in this report. Additionally, the material and catalogue numbers are also updated. B) in addition, the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.